Event description:
It was reported that the right atrial (ra) lead failed a lead position check for an unknown reason. In addition, it was also reported that the non-sustained ventricular tachycardia episodes were not viewable and could not be retrieved. It was noted that the patient was being monitored remotely. Review of the report showed that the patient was in ventricular tachycardia (vt) as noted on the presenting strip and one ventricular fibrillation (vf) therapy zone episode was converted by anti-tachycardia pacing (atp) earlier. The patient's spouse was contacted and they stated that the patient had a near syncopal episode and fell. The patient's spouse noted that the patient was "really out of it" so they called emergency medical services (ems). The patient ultimately passed away.

Manufacturer narrative:
Continuation of d10: 429888 lead implanted: (B)(6) 2019 407645 lead implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the egm (electrogram). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.